Manufacturer narrative:
The elecsys hcg + beta reagent lot number and expiration date were not provided. A field service engineer (fse) replaced and adjusted pinch valves and prewash needles. The sipper needles were adjusted, measuring cells were changed and conditioned, and a blank cell check was performed. The customer performed calibration qc, which passed. Test runs were completed and proper functioning of the device was confirmed. The investigation determined that the service actions resolved the issue but it is unclear what the direct root cause was.

Event description:
There was an allegation of a questionable human elecsys hcg + beta result from the cobas e 801 analytical unit. The initial result was 66 u/l, the repeat result on (B)(6) 2025 was over 4000 u/l on another instrument. The initial result was questioned by the doctor and they asked for verification.